Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens did not load properly. Lens had come out straight and not curved. Lens was not implanted. Additional information was received stating event has happened during loading the lens. There was no patient contact with the tip of the device.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of stable visco (bausch & lomb) as a viscoelastic, which is not qualified for use with associated model, this is not a qualified alcon product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).